Event description:
It was reported the patient had a problem with their internal body temperature. The patient had been hot since implant and almost can¿t stand it. The patient sweats all the time and the night sweats were described as terrible. Other medication (oral, etc.) The patient was taking at the time of event included oral morphine, 2 tabs 3 times a day or as needed, for pain escalation. Overheating was a big problem there, so the patient was trying to cut back on the orals. The patient was menopausal and taking ¿other meds¿ that cause the same problem. The patient had been on them for years. It was noted that the problem has majorly escalated since pump implant. The patient was severely nauseated and fatigued since implant. The patient had always tolerated dilaudid well in the past. It was later reported there was a suspected, but unconfirmed flipped pump. The pump was uncomfortable and possibly flipping. The date this began was unknown. The patient had some intermittent withdrawal symptoms including sweating and feeling icky. The location of the issue or symptom was the catheter track. The actions required as a result of the event included relocating the pump to the posterior back. The existing catheter was trimmed and 20.5 cm was cut off the pump segment and replaced with 7 cm of a new catheter. The healthcare provider was unable to aspirate the catheter and was unable to do a dye study. The pump was hooked up to the new segments, the pump was reprogrammed and the incision was closed. Diagnostic methods included x-rays. The patient¿s status at the time of report was alive ¿ no injury. The pump was used to infuse dilaudid, clonidine and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).